Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of low hb (hemoglobin low), increased tiredness and sterile peritonitis in a patient coincident with dianeal unknown bag and extraneal viaflex therapies for automated peritoneal dialysis (apd). On an unreported date, the patient experienced low hb (actual value 8.1). On (B)(6) 2012, the patient's concomitant medication (B)(6) (3000 units, weekly, route not reported) was increased to (6000 units, weekly, route not reported) for the event. On (B)(6) 2012, the patient experienced increased tiredness and decided to take the night off from his apd regimen and performed capd with dianeal unknown bag. On (B)(6) 2012, the patient experienced sterile peritonitis as evidenced by cloudy effluent which did not require hospitalization. On (B)(6) 2012, the patient began remedial therapy with vancomycin (1.6 g, stat loading dose, ip) and gentamycin (30 mg, stat loading dose, ip). The cause of the sterile peritonitis was unknown. At the time of this report, the patient was being evaluated by the gastroenterology team for the event of low hb.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.